Manufacturer narrative:
D9: product received date 7/22/2024. H3: one device was returned for repair in used condition. Visual evaluation found downstream occlusion (dso) nub dents. Review of event history found error code 1871. The reported problem of error code 1871 was replicated with functional tests. It was caused by motor locked. The motor was replaced to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 1871. The product fault occurred during testing. The device had an issue related to physical damage/abuse and there was no delay of therapy. There was no patient involvement.